Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was not used.

Event description:
As reported: "(B)(6) 2019 after an anesthesia during the visit, an unprepared implant was discovered. It was scheduled to be nail 8mm, but prepared from 9mm. The dealer also prepared with plenty of time, but to check the size. So putted off to surgical procedure. On (B)(6) 2019, surgical procedure did." This event resulted in an additional, unanticipated surgical procedure.